Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing a shocking sensation and soreness at the ipg site. The physician prescribed the patient lidoderm patches, which resolved the complaint.